Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after about two years post implant the patient had an accident. After the accident the atrial lead exhibited high thresholds, a sensing anomaly and loss of capture. The lead was fractured. The lead was capped and replaced. The patient tolerated the procedure well.